Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. It was noted the lv lead and guidewire were attempted to be inserted, but the physician had difficulty. The lv lead was removed outside of the body, the lead was flushed and the guidewire was reshaped. The physician attempted to insert the lead again, but was unsuccessful. A different lv lead was used to complete the procedure. It was noted the tip was deformed and was unable to enter. No adverse patient effects were reported.